Manufacturer narrative:
As of today, the medical devices are not available for analysis, therefore the devices them self could not be investigated. The analysis is thus based on the inspection of the manufacturing documents of the devices as well as on the provided data. The available iegm episodes showed artifacts and oversensing in the atrial channel. The manufacturing processes for both device were-investigated. All production steps had been performed accordingly. There were no signs of any inconsistency during the manufacturing processes. In spite of the available information, no conclusion can be drawn regarding the root cause of the clinical observation. An analysis of the lead itself would be necessary to determine the root cause.

Event description:
Livanova/microport provided the following information: oversensing and noise were reported on this lead.